Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown sample. The customer reported that the test was performed on a pregnant patient admitted to hospital for cesarean section, without symptoms of covid-19. The customer that the ID now covid-19 assay test was carried out as a requirement for admission. The customer reported that due to lack of symptoms, they decided to perform confirmation testing with the pcr genexpert test and obtained a negative result. The customer reported that if a patient enters the hospital as negative for covid-19 and they consider a case of false positive with the ID now covid-19 assay. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.